Manufacturer narrative:
(B)(4). This lot was manufactured january 07, 2015 to january 08, 2015. The device was received for evaluation. Visual inspection was performed and identified black marks on the reservoir. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black marks on the reservoir of a small volume intermate. This was noted before patient use. The device had been filed with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.